Event description:
It was reported that the patient experienced recurring incontinence resulting from fluid loss with an artificial urinary sphincter (aus). The aus cuff, balloon, and pump were explanted and a new 3.5cm aus cuff, balloon, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.